Manufacturer narrative:
H6: code 3331 - added with completion of product history review. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system. Instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
Following was reported to gore: on (B)(6) 2012, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a CT imaging revealed aneurysm enlargement approximately 20mm, and a type ii endoleak from inferior mesenteric artery was suspected. In (B)(6) 2020, coil embolization was performed to treat the type ii endoleak. The patient tolerated the procedure.